Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, around 10:00pm, the patient¿s cgm was reading 170 mg/dl. No bg meter reading was taken at this time. The patient was wearing an omnipod insulin pump. At an unspecified time after that, the patient began sweating and had a seizure. Once able, the patient self-treated with glucagon nasal spray. She also ate cookies and drank three glasses of juice. After treatment, the patient¿s cgm was reading 170 mg/dl while the bg meter was reading 130 mg/dl. The patient recovered at home. There was no documentation that the patient sought assistance from a higher level of care. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid after treatment. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
On 11/18/2024, around 10:00pm, the patient¿s cgm was reading 170 mg/dl.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction. To the following statement in the initial MDR, "on (B)(6) 2024, around 10:00pm, the patient¿s cgm was reading 170 mg/dl." H2 correction.